Event description:
It was reported to boston scientific corp in 2008, that a resolution clip device was used during an egd procedure the same day. According to complaint, "the clip would not come out of the catheter." Reportedly, a second resolution clip device was used to complete the procedure. No complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The july 2008 15-month hemostatic clipping product family trend report, inclusive of all failure modes, was reviewed. No unfavorable trend was noted.